Event description:
It was reported that during a procedure to stent a moderately tortuous, heavily calcified, eccentric, 99% stenosed, de novo lesion in the proximal right coronary artery, a trek rx 2.5x15 mm balloon dilation catheter (bdc) ruptured. The bdc ruptured on the first inflation at 12 atmospheres for 30 seconds due to heavy calcification of the lesion. Resistance was met removing the bdc due to the balloon moving between the lesion, guide catheter and the rotating hemostatic valve. The trek rx balloon was completely removed from the anatomy. A non-abbott bdc was then used but could not cross the lesion. The physician changed to the trek 2.75x15mm bdc, it successfully crossed the lesion, but ruptured on the first inflation at 13 atmospheres for 30 seconds. Resistance was met on removing the bdc due to the balloon moving between the lesion, guide catheter and the rotating hemostatic valve. The trek rx balloon was completely removed from the anatomy. Dilatation was completed using a non-abbott balloon. There were no patient adverse effects or clinically significant delay in the procedure. Reportedly the devices were soaked and flushed before use; however, air was evacuated from the balloon inside the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep. The 2.75 x 15 mm rx trek indicated is being filed under a separate medwatch MFR number. It was not possible to perform a thorough analysis on the product because it was discarded by the account and therefore not returned to abbott vascular for evaluation. Return of the catheter may have further aided the evaluation. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity, or insufficient preparation prior to use. Additional information received from the account stated that the balloon was initially soaked per the instructions for use (IFU) and was prepared inside the body. As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately tortuous, heavily calcified and 99% stenosed, which likely contributed to the reported incident. It was further noted that a 2.75x15 rx trek also ruptured and met resistance upon removal during the procedure, indicating that the reported difficulties were likely a result of an interaction with the challenging anatomy. It is likely that the balloon material was damaged (scratched) during interactions with the tortuous and calcified lesion, such that the balloon ruptured below the rated burst pressure (rbp) upon inflation attempt. This likely caused the balloon not to be able to fully deflate, thereby contributing to the resistance upon removal through the lesion and accessory devices. Based on the information provided and records review, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency. As mentioned above, the air was evacuated from the balloon inside the body. It should be noted that the preparation for use section of the rx trek/mini trek instructions for use cautions: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The incorrect preparation of the device does not appear to have directly caused or contributed to the reported balloon rupture. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material record issues with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and revealed no other incidents reported for balloon ruptures or difficulty removing the catheter from this lot.